Event description:
During a surgical procedure, when the contracted cell saver nurse was priming the "aspiration and anticoagulation line" she noticed debris within the tubing. The infusion was stopped. The line, the normal saline bag and the heparin vial were all discontinued and a new line, normal saline and heparin were set up and used.